Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported a ventilator with a nav-ring failure. There was no patient involvement or harm.

Manufacturer narrative:
G4: 21jul2020 b4: (B)(6) 2020 the fse (field service engineer) evaluated the device and confirmed the reported problem. The fse replaced the front bezel and the reported problem was resolved submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06oct2020. B4: 09oct2020. The replaced front bezel was received for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.